Event description:
It was reported the customer had a keypad anomaly. The customer stated their act button was sticking and unresponsive. Customer's blood glucose was 300 mg/dl. The customer reported feeling tired and sleepy from their high blood glucose. Customer has treated their blood glucose with manual injections and the insulin pump. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump act button responded intermittently due to flattened button dome switch. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had minor scratches on display window and cracked reservoir tube lip.